Event description:
It was reported that the four level removal of instrumentation - poly adjustment driver broke during surgery.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the manufacturing records for the reported lot were reviewed and there were no manufacturing issues related to the tip fracture. Due to the post fracture abrasion, material analysis cannot be applied on the fracture surface. Its material analysis results show that the fracture at the tip originated from the inside corner of the prone and propagate towards the edge. It broke through overload in ductile mode. The hardness of the material was measured and it meets the specification.conclusion: the plausible root cause of the reported tip fracture is misuse of the instrument.

Event description:
It was reported that the four level removal of instrumentation - poly adjustment driver broke during surgery.